Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a low impedance warning from a month ago. It was also reported that the right atrial (ra) lead had been exhibiting high thresholds since two months ago. The lv lead and the ra lead remains in use. No patient complications have been reported as a result of this event.